Manufacturer narrative:
(B)(4). Evaluation results: eval of the returned product found that the alarm case has rust on a screw, the power button is torn and the liqui-label is missing. The battery door is broken on the outside. The alarm powers on but does not sound when it should no matter what level the volume is set at and the fail safe feature did not sound. The power button does not power off the alarm. The speaker is broken out of it's mount which is causing the alarm not to sound. Note: posey instructions for use states: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).

Event description:
The customer reported the volume of the alarm will not increase when selected. The customer has replaced the batteries and the outcome is the same and there is no visible damage to the outside of the alarm. This was discovered during set-up prior to placing it into use with a pt.